Manufacturer narrative:
Continuation of d10: product ID a810, lot# / serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was (B)(6) 2023. Regarding the model number of clinician programmer and software version used at the time of the programming error in which drug concentration of 2000 was programmed verses 1500 mcg/ml, ¿sm-t813 asksv1.4 release 180122 sme release (B)(6) 2018¿ was indicated. Regarding factors that might have led or contributed to the programming error, it was indicated that updated prescriptions was not provided from source. Regarding if the issue was resolved, it was noted that they will update the pump with drug concentration 1500 mcg/ml and program the daily dose to 270 mcg/day.

Manufacturer narrative:
D10/h11 correction: the product ID: a810 and software version 2.0.1460 were previously indicated in error, as the clinician programmer/software application used at the time of the event are unknown / not specified as reported. Continuation of d10: product ID a810 serial# unknown, software version: unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , software version: 2.0.1460, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving baclofen via an implantable pump. It was reported that at the patient's last refill, the pump was filled with 1500 mcg/ml concentration but programmed to 2000 concentration. The patient was doing well despite the programming error. The actual dose was reviewed. It was further reported that the pump was programmed to 2,000mcg/ml at 360.3 mcg/day; however, the medication in the reservoir was 1500 mcg/ml. At the time of the report technical services reviewed that the patient's actual dose was 270 mcg/day.  No patient symptoms were reported. The date 2024-feb-08 is considered an approximate date of event (specific month and year known only).